Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported failure to advance the sgc resulting in kinked sgc (deformation due to compressive stress) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. While inserting the steerable guide catheter (sgc), the tip kinked and could not be inserted into the groin site. Therefore, the device was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
Fm to enter.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.